Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken battery tube threads and protruded/loose drive support disk.

Event description:
It was reported that there is a crack in the battery compartment. It was stated that the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced. No further information was provided.